Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v519456, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) seemed to ¿come out quite frequently.¿ this reportedly had happened 6-7 times and it felt like it was happening at the time of the call. It felt like it was starting to poke through. It was stated the patient had the ins ¿reburied¿ about 6 times and the patient was starting to ¿feel the ins again.¿ the ins had ¿pushed their way out¿ and it tended to ¿push out of the muscle pocket.¿ it was stated the patient could hold the ins in their hand where the skin was. It was noted that ¿one time¿ the doctor was cutting the skin and hit the ins. It was stated that the device helped with the bladder. Additional information has been requested, a follow up report will be sent if additional information is received.